Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was verified during lab tests. J9 had a cold solder.

Event description:
It was reported to philips that the device's screen buttons underneath the screen protector are worn and not working. There was no reported patient or user involvement and no adverse patient/user impact.